Event description:
An upgrade to hardware on the masimo root 7 forced a minimum revision for the software on the unit. (B)(6) has an older safetynet system, which is the central monitoring system for our masimo bedside monitor. In order to properly send information from the safetynet system to our electronic medical record (emr) (cerner), a maximum software revision identified as ver. 1.8.1.8 was required. All software versions after this would not send data to cerner with the correct time stamp. Vitals were sent at a 4 hour offset with no way of changing this. In (B)(6) of 2023, (B)(6) received a repaired root that would not accept the software we needed. When following up with masimo, we learned of the internal hardware change and that this change didn't allow for the older software. After follow-ups with masimo, we found there was no remedy for us short of upgrading the safetynet system which is going to cost the hospital about (B)(6). This upgrade was planned, but our issue is that any repaired device received from masimo is not able to be used on the safetynet system and chart to cerner, and that there was no notification that this hardware upgrade took place.